Manufacturer narrative:
MDR 3003442380-2026-24457 / initial 1 of 2. Based on the available information, this event is deemed to be a reportable complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced cannula issues on (B)(6) 2026 as the cannula was bent which led to high blood glucose level (269mg/dl) and with symptoms polydipsia, lethargy, fatigue no treatment has been mentioned.